Event description:
A report was received that during a suctioning procedure, the catheter came apart from the control valve body and dropped into the tracheostomy tube. No adverse events, patient injury or medical intervention were reported.